Manufacturer narrative:
(B)(4). The facility's reported condition of a colleague infusion pump with a damaged battery was confirmed by service. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. The battery and battery harness were replaced to fix the reported condition. A service history review revealed that this device was previously serviced for the reported condition. During previous service on 11/30/2009, 6/7/2010, 7/25/2008 & 9/11/2009 for "damaged battery", the batteries and battery harness was replaced.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). The device was serviced on site by a baxter field service technician and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.